Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the complaint was confirmed. The ev300 has a ventilator inoperative screen and is unable to be actively used. A ventilator inoperative error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's system board to address the issue. Additionally, an error indicating that the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open was observed in the event log. The technician recommended replacing the device's oxygen blending module board to address the issue. Additionally, not related to the issue, the ev300 failed the display test (touchscreen blower on/off), the power test (power-fail alarm on/off), the pneumatic test (pressure verification), and start up test (reset motor calibration) and fio2 calibration. Finally, an in-line proximal filter is contaminated. The technician recommends replacing the oxygen blending module board, system board, blower, in-line proximal filter, fio2 sensor, and pm kit to remedy. All parts were replaced; the device's fio2 sensor was calibrated. The technician set local customer time/date. Cleared event log. Set factory settings. The device passed all performance verification testing. The device's system board, blower assembly, oxygen blending module board, and in-line proximal filter were returned to the manufacturer's product investigation laboratory (pil) for further evaluation. The pil was unable to confirm a failure of the blower assembly. The purpose of the in-line proximal filter is to filter any contaminants within the device and would only fail due to physical damage or clogging due to contamination. No further investigation of the in-line proximal filter is required at this time. The pil tested the device's oxygen blending module board subassembly (obm) on the pil trilogy evo obm test station and the obm passed all testing. Pil concluded that the obm subassembly operates as designed. The pil noted the occurrence of the reported critical error codes from the device's event log. The pil installed the system board on the pil trilogy evo stb (test bed), and the system board immediately alarmed for ventilator inoperative. The evt_nvdata_version_failure had recurred. The nv data has corrupted, and the data stopped recording to the eeprom. Pil was able to reset the nv data via raspsim using rasp commands. Pil then ran therapy with a test lung for approximately 1 hour without issue. The critical error codes that were reported did not recur. Pil concluded that the ventilator inoperative (evt_nvdata_version_failure) was caused by a software issue. This issue was investigated in defect 1409.